Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly.

Event description:
It was reported on (B)(6) 2022 that a revision surgery was scheduled for (B)(6) 2022 for a patient that had onkos devices implanted. The reason for this revision surgery and product details were not provided. The revision surgery was cancelled and has not been rescheduled. Attempts have been made and no other information has been made available.

Event description:
It was reported that the resurfacing femur and stem extension had become loose due to poor bone quality. A revision surgery was performed on (B)(6) 2022 where the patient's hinge knee replacement system was revised to a distal femoral replacement system.

Manufacturer narrative:
This report is being submitted to include additional information that was received on 15 feb 2023. The investigation was reopened to address the new information and is now complete. The device was not returned for evaluation. The root cause of the loosening could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. Mdrs associated with this event include: 3013450937-2023-00044.